Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent was damaged. The taxus liberte drug-eluting stent was attempted to be introduced, and stent damage occurred. The damage occurred outside of the patient during introduction. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this event is handling damage. Product unavailable for analysis.